Event description:
The complainant stated the head up function is not working on the bed.

Manufacturer narrative:
The technician isolated the issue to the head up and head hi/low valves. He replaced the head up and head hi/low valves to repair the bed.